Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic for a follow-up. Device interrogation indicated the pacemaker was in backup vvi. A firmware download was performed, which resolved the issue.